Manufacturer narrative:
No unexpected constant tones and button error alarms noted during testing. Insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. Insulin pump passed displacement test and self test. Insulin pump had a cracked lcd window, cracked case on lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and missing end cap sticker and moisture damage noted on lcd board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a button error alarm. Customer also stated the esc and act buttons could not clear the alarm. The customer's blood glucose was 200 mg/dl. The customer also reported they may have exposed their insulin pump to moisture from sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.